Manufacturer narrative:
Citation: ali et al. Transcatheter aortic valve implantation in patients with a left ventricular assist device: a word of caution. Eur j cardiothorac surg. 2020 dec 1;58(6):1309-1310. Doi: 10.1093/ejcts/ezaa237. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient implanted with a non-medtronic left ventricular assist device (lvad) who presented with severe aortic regurgitation (ar), a known potential complication following lvad implantation. Her symptoms included shortness of breath and significant fluid overload. During a transcatheter aortic valve implantation (tavi) procedure, a medtronic 34-mm evolut r bioprosthetic valve was deployed, and subsequently dislodged towards the left ventricular outflow tract exhibiting severe paravalvular leak. During an attempted valve-in-valve implant of a second medtronic 34-mm evolut r valve, the first bioprosthetic valve migrated completely into the left ventricle and subsequently became lodged on the lvad inflow cannula but did not occlude the cannula intake. No further details were provided regarding the second bioprosthetic valve. An oversized balloon was inflated within the aorta at the level of the native aortic valve annulus to eliminate the aortic regurgitation (ar) and stabilize hemodynamics, and the patient was emergently moved to surgery suite for a re-sternotomy. Cardiopulmonary bypass was est ablished, and the lvad outflow graft was clamped. The migrated bioprosthetic valve was successfully retrieved via an aortotomy and the aortic valve was sutured close. In the post-operative period, the patient required right ventricular assist device support with drainage from the right femoral vein and return to the pulmonary through a tunneled graft on the pulmonary artery. This was removed 34 days following the procedure, and the patient was discharged to the ward four days after that. No unique device identifier numbers were provided for either of the bioprosthetic valves. No additional adverse patient effects or product performance issues were reported.